Event description:
The left eye was prepped and draped for ophthalmic surgery and surgical procedure began. Cataract extraction was performed and iol + 19.05 (B)(4) was introduced. During the hydration of the temporal wound, the cannula disconnected from the syringe and entered the anterior chamber, breaking the posterior capsular bag. This caused dislocation of the implanted iol which then receded into the vitreous cavity. Eye was evaluated by surgeon, wounds were re-checked and no additional procedure was required at that time. Gatifloxacin and prednisolone drops were given prior to patching. Patch placed over surgical site and patient transferred to post-op holding area. On re-assessment 2 days later - thick heme overlying the macula and optic nerve.